Event description:
The complainant reported that while doing a carotid intervention the hemostasis valve broke apart. They were able to change for another hemostasis valve and complete the procedure without complications. There was no harm or injury to the patient.

Manufacturer narrative:
Device evaluation has begun but is not yet complete. Conclusions: a follow-up report will be submitted when the evaluation is complete.